Event description:
It was reported that the unit could not be repaired. The customer returned the product for repair, and during inspection it was found that a auxiliary control unit (acu) watchdog error appeared. There was unknown patient involvement, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated as the repairability concerns were addressed. The pump was found to have a bootup error and there were alarms for the auxiliary control unit (acu) watchdog failure. The cause of the customer reported problem was a corrupted main board. The pump was in good condition on the exterior. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, recalibrated the system, and installed the latest firmware. The pump passed all functional tests and performed as intended after repair.